Event description:
A doctor reported that a memory lens iol implanted in a pt's left eye in 1999 with no complications was diagnosed as opacified on 8/2001. The pt has a pre-existing history of macular degeneration. The last exam was in 2/2003 with no visual acuity reported. The doctor states that explantation of the lens was attempted (date unk), but was aborted due to adhesions of optic/haptics preventing atraumatic removal. The doctor then attempted yag procedure os and states that the pt has good vision in fellow eye. The pt's prognosis is stated as poor with the next scheduled follow up in october 2003. No further info is available at this time.